Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had collapsed tubes. No report of medical intervention or serious injury.

Event description:
It was reported that bd vacutainer ppt plasma preparation tube k2e 9.0 mg had collapsed tubes. No report of medical intervention or serious injury.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned photo confirms (B)(4) (collapsed tubes) was appropriate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.